Event description:
It was reported that the bed exit alarm did not go off. It was further reported that a patient fell from the bed, but no adverse consequences or clinically relevant delay in treatment reported. The device is currently pending evaluation and the model and serial number have not yet been provided.

Manufacturer narrative:
This issue was resolved for the customer by resetting the bed exit alarm and confirming that no further action is required by stryker regarding this issue.

Event description:
It was reported that the bed exit alarm did not go off. It was further reported that a patient fell from the bed, but no adverse consequences or clinically relevant delay in treatment reported.